Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-implant check, the right atrial lead was found in right ventricle. The lead was explanted and replaced. The patient was recovering after the procedure.